Event description:
Asr revision reported by sales rep; right; reason for revision - asr hip revision - pt was experiencing pain in his right hip. Surgeon removed asr component and revised to a pinnacle cup. Update rec'd 10/30/2014: medical records received. Patient was revised to address elevated metal ion levels. Upon revision, mild metallosis, corrosion on the trunnion, and no bony ingrowth into the acetabular cup were noted. The stem remained in situ. The stem is being added to the complaint. This complaint was updated on 11/24/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.